Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleges a lung infection and difficulty breathing/shortness of breath while using the device. Patient also alleges that the device is malfunctioning and leaking air. Medical intervention was not specified. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported information alleging an issue related to a CPAP device's sound abatement foam. Additional information was received that the date of the event and awareness was 03/15/2022. Patient also alleged that the device is leaking water. Please see sections b3, g3, and h6 for updated information. The previous report was also filed as an initial/final, however this is now an initial only report. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lung infection and difficulty breathing/shortness of breath while using the device. Patient also alleges that the device is malfunctioning and leaking air. There was no report of the medical intervention that the patient has received at this time. Based on information available at the time of this review, there is no allegation of any serious injury, as defined in pepf 16.2.8.3, directly related to use of their device. Nor is there any report of medical intervention required or received to preclude a life-threatening injury or permanent impairment. Additionally, the manufacturer concludes that if the alleged event were to recur it would not result in a death or serious injury. Therefore, it has been determined that the reported events does not meet the definition of a reportable serious injury, if additional information is obtained about this event at a later date, it would be send it back to the pms clinical expert for further review. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.